Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "high pressure" alarm and the pump would not prime. Troubleshooting was perfumed and no clamps or kinks were observed in the line, however the line still would not prime. No adverse patient effects were reported.

Manufacturer narrative:
One cadd extension set was returned for evaluation. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found in some bonds of the samples, also a hourglass of solvent was detected in one of the filter joins. Functional testing on the sample received was connected to cassette product and using a cadd legacy plus pump to look for unusual functions; the water was unable to flow through the extension set completely as the pump showed the message "high pressure" and priming could not be done. The customer's reported complaint was verified. The root cause was determined to be that the operator applied an excessive amount of solvent in the bonding between the tube and the filter.